Event description:
It was reported that the bd sec 20dp w/ss dc low sorb experienced a loose connection that separated. The following information was provided by the initial reporter: secondary tubing separated below the drip chamber during priming. The clinician noted that the connection appeared loose. No patient harm.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 10-jan-2023 . H6: investigation summary the customer reported separation during priming, and returned one used sample. The sample was separated at the drip chamber, and the root cause was traced to the solvent, or glue, applied to the junction. The issue is being worked on in our manufacturing plant under a funded project to lower the risk of the solvent dispenser malfunctioning. The material and lot reported fall under this ongoing project. Device history record review for model 10014881 lot number 22029860 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd sec 20dp w/ss dc low sorb experienced a loose connection that separated. The following information was provided by the initial reporter: secondary tubing separated below the drip chamber during priming. The clinician noted that the connection appeared loose. No patient harm.